Event description:
It was reported that a patient passed away while in a reasonable state of health and no comorbidities are known. The patient resided in a care home for people with medical conditions. The death was not witnessed and the patient was found dead in his bed in the morning by the care staff. The patient was using a tunstall epilepsy sensor mat under his mattress that activated at 4:30 am, the morning of patient's death. An obvious cause of death is unknown at this time. It is unknown at this time if the patient's death is related to vns therapy. The patient's death has been determined to be probable sudep. It is unknown if the patient has been buried with the device in situ. Good faith attempts to obtain additional information regarding the patient's death have been unsuccessful to date.